Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, brown particles. Leak test was performed and found an opening on anterior and radius. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool. And also identify sharp edge opening on anterior. The fill test inspection was performed: the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on radius side due to surgical damage. A sharp opening edge on anterior due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.